Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown at the time of incident. Customer stated that scratches on screen of the insulin pump making it difficult to read. Customer also stated that the insulin pump had unexplained no delivery alarms and had diminished battery life. The insulin pump will not be returned for analysis.